Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and the device operated within specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate reconstitution device allowed fluid to drip back into the vial after activation. This occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.